Event description:
Reporter used product for three hours and started to feel burning and pain. When he removed the patch it took some skin off his back and stuck on the patch. He went to hospital and area was diagnosed as second degree burns. Doctor prescribed pain medication and topical cream for treatment. He will be following up with burn center.